Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the customer reported complaint. The unit was returned for failure analysis but the reported failure (grounding pad icon will not turn green) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The unit will be restocked for future use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a grounding pad icon would not turn green. She stated prior to calling, they changed locations on the patient, swapped pads, and also placed a pad on themselves and the issue remained. The technical support engineer (tse) instructed the customer to reseat the cables in the back of the integrated electrical surgical unit (iesu) generator as well as take a grounding pad and fold it onto itself. The issue remained. The customer also received an m-02 error. The tse went through all troubleshooting steps with no resolution. The customer elected to convert to general laparoscopic surgery. The tse found no related errors in the logs. The customer's other system is currently being used. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the caller stated that the patient did not experience any injury. The customer was having issue with monopolar energy only, which lead them to switch to another da vinci.